Manufacturer narrative:
H.6. Investigation summary: twenty one samples from lot number 2007149 were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: the vaccine fluid would not inject out of the syringe.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 01 sep, 2022. Medwatch report # (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: the vaccine fluid would not inject out of the syringe.